Event description:
The user facility reported that the device had a missing component during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d10 correction: it was determined after receiving further clarification from receipt of the device that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event. The piece of the device that was originally described as being missing was verified to be the sagittal head of the saw. The assembly is a large, visually apparent piece of the device that would not share the same potential risk and harm as an independent or unknown component as originally described.

Event description:
The user facility reported that the device had a missing component during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.